Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a fall-off and therapy electrode recognition test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a fall-off and therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire. The pulse wire was detached from the distribution node pca board. The root cause for the detached pulse wire could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.